Event description:
A customer reported an issue where the t: slim x2 pump battery would not charge. The pump eventually began charging after leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, and the battery was able to go from 35% to 100% charge. There was no adverse impact to the customer¿s blood glucose level as the pump did not experience a shutdown, and no further assistance was required.